Event description:
Patient called alleging that the test strips they were using looked faded and they had colored marks/tape on them. Patient made an appointment to see their md due to the reading on their meter of 5.6mmol/l. They ertested and obtained 8.2mmol/l. They interpreted those as 56 and 82 mg/dl. Md tested patient and obtained a 128mg/dl and a 132mg/dl. Md did not treat patient. Patient went home and treated themself with orange juice. Customer service assisted patient in setting the meter back ot the correct unit of measurement. Meter was also in the wrong code. There was no serious injury. Customer service ran a control solution test with patient and it fell out of range. The patient was not able to apply control solution on the test strip correctly. Patient ran out of test strips to retest with control solution. Customer service is replacing subject test strips.